Manufacturer narrative:
The reported field event of impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not used and was replaced due to high impedance measurements.